Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 1 was permanently compressed and bent and pin 2 was slightly bent.

Event description:
It was reported to philips that the customer is requesting a pm (preventative maintenance) and repair for the unit. The device was not in use on a patient.